Event description:
It was reported that the patient presented to surgery with spondylolisthesis at l4-5 with subsequent stenosis. The patient underwent a procedure for decompressive laminectomy with bilateral lateral recess and foraminal decompression; posterior spinal fusion l4-5 using intertransverse technique; posterior nonsegmental transpedicular instrumentation l4-5 using depuy expedium; posterior lumbar interbody fusion at l4-5 using tlif technique from the left; insertertion of interbody fusion cage at l4-5 using depuy leopard 10mm parallel carbon cage with morsellized laminectomy bone, crushed cancellous allograft and rhbmp-2/acs. It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.